Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a scratched display window that was difficult to read. The customer also reported that their meter blew up. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer could not replace or return the insulin pump because she was not home. The customer stated she would call back. Nothing was replaced or returned.